Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was 591 mg/dl with ketones. The customer required assistance from the school nurse due to the bg level who administered a manual insulin injection to address the bg level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.